Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4074 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
The patient reported that they had a pocket revision and their implantable pulse generator (ipg) would not stay in the pocket. The patient also mentioned they had an infection and that one of their leads is too long. Follow up was performed and additional information was obtained from the nurse stating that the patient only had a revision, not a replacement, and the device and leads remain in use. The nurse said that the ipg was too close to the surface and "near erosion of the pacemaker site" and needed to be set further down into the pocket. They glued in the ipg rather than using sutures due to the patient complaining of the ipg moving into her throat. There was no confirmation that there was an infection, nor any mention of a performance issue with any of the leads. No patient complications have been reported as a result of this event.